Event description:
It was reported to philips that the biomed felt the ac module was faulty. Whether or not the device was in clinical use at the time is unknown, but no adverse event to patient or user was reported.